Event description:
Elective open gastric bypass surgery for morbid obesity began at 8:40 am. While closing the gastric resection during the second and last application, the staples did not close and/or fall into place as aimed. Gastric pouch had to be realigned. Additional staples had to be used. Investigation and reporting were complicated by the fact that the manufacturer requested and was given the device. Pt subsequently expired 2 mos later from complications related to sepsis.